Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to high blood glucose levels. The customer's blood glucose at the time of admission was 468 mg/dl. The customer explained that she was unable to sleep well and was very agitated. Prior to the hospitalization, the customer had given herself a manual injection and was unable to sleep. The customer woke up in the middle of the night with a blood glucose of 528 mg/dl. The customer expressed that the cause of the high blood glucose was pneumonia and a cortizone shot from the day prior. Troubleshooting was done. The customer found an air bubble in the tubing and was able to prime our the air bubble but then found other tiny air bubbles afterwards. Advised customer that the insulin pump was working as designed after further troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.